Event description:
The pt had a rotator cuff repair performed in 12/2004 at which time the spiralok anchors (2) were used during a repair. A second surgery was performed in 2005, and the anchors (2) were observed displaced from the bone and were removed. No other adverse affects are being reported at this time.